Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A clinical evaluation was conducted and the dislocation was a result of the patient¿s flexing and external rotation and not associated with an immediate malfunction of the implant but it cannot be ruled out as weakness or continued joint laxity relating to the revision one month prior. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Some potential probable causes of the event could include, laxity in the joint or over flexing. Please refer to the instructions for use for recommendations on proper use of the device to prevent future reoccurrence of the reported event. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient underwent a closed reduction due to dislocation.